Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, the device able to be fired, but when the surgeon trying to retract the knife the device locked on tissue. To resolve the issue the surgeon then had to forcefully pull the return knob. There was no patient injury.